Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files were taken prior to the cleaning on (B)(6) 2025. There were no driveline faults in the log files and there were no unusual events seen. The device was operating as expected prior to the cleaning. The cleaning was then performed and the log files were provided. The modular cable replaced at the cleaning was lot #10055831 and a replacement modular cable was requested. The new modular cable and system controller given were (B)(6). Thus far the log files showed no further driveline communication faults, and the data appeared normal. There were no incidents during the cleaning. The patient was able to tolerate the 4 pump stops of 54.58 sec, 47.71 sec, 47.67 sec and 47.75 sec. Some of the green residue in the connector was able to be removed. The excised modular cable would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarm was confirmed via log file analysis. Data on (B)(6) 2025 was reviewed. The controller event log file captured driveline comm fault alarm events on (B)(6) 2025 (at 17:41:17 to 18:41:50). The system operated within the patient speed value (5,500 rpm) and low speed value (5,400 rpm) during the driveline comm fault alarm events. System controller (serial # (B)(6)) was unavailable for evaluation. A root cause of the driveline comm fault could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The image of the driveline was provided. The patient recently had a driveline communication fault alarm. The patient received a system controller exchange at that time and the alarm resolved. From the photos of the driveline connect at the last modular cable exchange the vad coordinator felt that a cleaning might need to be done. A driveline modular cable cleaning was scheduled for (B)(6) 2025 to be completed in the emergency room.

Event description:
It was reported that the patient had no symptoms bit the ventricular assist device (vad) had been continuously alarming "driveline communication fault". The customer reported recently switching the patient's backup system controller (2916596-2024-52455). The log files were reviewed and showed a driveline communication fault on (B)(6) 2025 for about 1 hour the length of the log file. It was recommended that the system controller and modular cable be exchanged if the patient could tolerate a pump stop. No other unusual events were seen in the log files and the pump was operating as expected. Tech services additionally noted that it was recommended that the modular cable and system controller be replaced with a new "out of box" system controller and new modular cable. Log files should be sent for review after the exchange and there should be 25 power cable disconnects performed to enable the system controller to record new events. It was noted to be sure the periodic log file was set to the lowest interval for obtaining a new set of log files. It was also requested if a picture of the modular cable connector could be taken on both the modular cable and patient side. The system controller and modular cable were exchanged resolving the alarms. The log files were sent in for review. The log files were reviewed and captured routine events. There were no notable alarms post exchange and it was recommended that alarms continue to be monitored for. There appeared to be a green spot of corrosion on the pump side of the driveline that may need cleaning. A modular cable cleaning may be scheduled later at the discretion of the vad coordinator. There were no other unusual events seen within the log files. The lot number of the exchanged modular cable was 10039367. The modular cable and system controller were to return. The cause of the green fluid in both the modular cable and driveline were unknown. The patient was discharged home on (B)(6) 2025 and had not yet scheduled a cleaning with their hospital that manages them. System controller (B)(6) was then returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via submitted log files. The system controller ((B)(6)) was not returned for testing. Submitted log files revealed a persistent driveline communication fault alarm throughout the file; however, its onset was not captured. No other notable events were captured, and the pump appeared to function as intended at the fixed speed. Provided information indicated that the user had persistent driveline communication fault alarms on (B)(6) and that the user switched to their backup controller (B)(6). The alarms reportedly initially resolved following a modular cable and system controller exchange. Submitted log files revealed that on 08apr2025 the system controller (B)(6) was put into use following the initial exchange to (B)(6). It was also communicated that the cause of the corrosion in both the pump cable and modular cable was unknown, and the patient was discharged from the hospital on 09apr2025. Additionally provided information revealed that the driveline communication fault alarms returned and that abbott technical services completed a pump cable inline connector cleaning and exchanged the patient¿s system controller and modular cable on 11jun2025. During the cleaning, the green residue in the pump cable inline connector was reportedly removed. Following this cleaning the system controller (B)(6) was put into use. Submitted log files also revealed that the system controller (B)(6) was again put into use sometime in between 08apr2025 - 01jun2025. The observed corrosion on the pump cable inline connector and modular cable may have contributed to the observed driveline communication faults; however, a root cause for the reported event could not be conclusively determined through this investigation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.